Event description:
It was reported that during use in a shoulder surgery the pre-loaded suture on the anchor broke/frayed. The user was able to replace the suture and secure the implant in place. There was no injury reported. To complete the case, an alternate device was used.

Manufacturer narrative:
Investigation findings: unable to verify the suture broke as the product was not returned for investigation. Comments indicate that the pre-loaded suture was removed and replaced with another suture. A review of complaint history shows no other return for this lot number.